Manufacturer narrative:
Not returned to manufacturer.

Event description:
Reprise iii 0127r3132 (aortic dissection). Event(s) description 1: small lotus introducer inserted in right femoral artery (calcium burden discussed pre-procedure). Lotus sheath would not pass beyond bifurcation. Crack and pave technique utilized with an 8 x 40 mustang balloon. Sheath was able to insert further into abdominal aorta. Lotus catheter introduced and tracked through tortuous anatomy to native annulus. Valve was unsheathed and repositioned once in a more ventricular direction due to height of braid frame to left main ostia. Lead in and locking assessments performed and valve released without issue. Delivery system removed easily. Team was prepared with coda balloon for sheath removal if required. Small aortic dissection noted at sheath removal in distal aorta, but will be medically managed with vascular team. Rfa closed with perclose x2.

Manufacturer narrative:
This follow-up MDR is to give an update on the investigation findings by creganna medical in relation to this event as follows: (B)(6) clinical trial is a randomized, controlled study to evaluate the safety and effectiveness of the lotus¿ valve system in patients with calcific, severe aortic stenosis and who are considered to be at either high or extreme risk for surgical valve replacement. A review of the manufacturing documentation for lot# 289672 and all of its subcomponents was completed and found that the device met its material, assembly and product specifications at the time of release to distribution. The review of the router and subsequent sub assembly routers did not highlight any anomalies. A similar complaint review was completed for lot # 289672 to determine if other complaints had been reported against this lot with the same as reported classification and none were identified. A ship history review was completed and found that 116 units from the lot# 289672 were shipped to (B)(4) european distribution centre, (B)(4) on 19-aug-2015. From the information available, there is no evidence to indicate that the device was not used per the directions for use/product label. The device was not returned to the manufacturing site therefore a technical analysis could not be completed. Based on a review of the fmeas and based on this complaint investigation no updates are required to the risk documentation for the lotus introducer sheath at this time. There is no indication of a potential processing, design or use failure associated with this complaint. The device was not returned for review. Damage to the vessel is considered in multiple places within the risk documentation and is not a new or unanticipated failure mode. Creganna medical will continue to monitor occurrence rates per the risk documentation. The event description details "lotus sheath would not pass beyond bifurcation. Crack and pave technique utilized with an 8x40 mustang balloon." The event description details: "lotus sheath would not pass beyond bifurcation." "Severe iliofemoral tortuosity or calcification that would prevent safe placement of the introducer sheath." Is listed as a contraindication in the instructions for use. Based on the above conclusion no further escalation or corrective action is required at this time. Creganna medical will continue to monitor for these complaint types. Not returned to manufacturer.

Event description:
Initial complaint description received: 'reprise iii 0127r3132 (aortic dissection) event(s) description 1: small lotus introducer inserted in right femoral artery (calcium burden discussed pre-procedure). Lotus sheath would not pass beyond bifurcation. Crack and pave technique utilized with an 8 x 40 mustang balloon. Sheath was able to insert further into abdominal aorta. Lotus catheter introduced and tracked through tortuous anatomy to native annulus. Valve was unsheathed and repositioned once in a more ventricular direction due to height of braid frame to left main ostia. Lead in and locking assessments performed and valve released without issue. Delivery system removed easily. Team was prepared with coda balloon for sheath removal if required. Small aortic dissection noted at sheath removal in distal aorta, but will be medically managed with vascular team. Rfa closed with perclose x2.' Additional information received on 21 mar 2017. 'Per fce worksheet, dissection was managed medically with vascular team. Crf indicates the same; medication (protamine) given, no other action noted. Per narrative: the dissection appeared to be extremely small and localized; no further therapy was needed.'